Event description:
While using rf situate sterile sponges, 4 x 8 12 ply rf, and removing the sponge from the patient via a large trocar, rf sponge frayed and tore into two pieces. The rf chip was still intact in a portion of the sponge. Also heard of other instances of this happening.